Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Result from the product history record review indicated the product met release criteria. No root cause could be identified by the investigation. There have been no other complaints reported in the lot number. Additional info was requested on 12/13/2011 and 01/03/2012 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).

Event description:
A surgical technician reported a pt seeing edge glare following intraocular lens (iol) implant surgery. Additional info has been requested.